Event description:
The customer states that his ex-wife was tested while in the hospital with the blood glucose results of 140 mg/dl and 400 mg/dl on the accu-chek inform system. The results were obtained within ten minutes timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.